Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-21488. It was reported the patient experienced a change in stimulation (loss of neck stimulation) approximately a week ago. X-rays confirmed both the scs leads have migrated. Subsequently, the physician discussed surgical intervention to address the issue. Follow-up identified the patient is undecided about surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.